Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with seven prostyle devices using the pre-close technique via a 9f and 19f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss occurred [suture retrieval issue] for all seven devices (four in the rcfa and three in the lcfa). The sutures of two new prostyle devices were successfully pre-placed at each access site. The aaa procedure was completed using 19f sheath in the rcfa and 9f sheath in the lcfa. Hemostasis was achieved with pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.